Event description:
It was reported that the screen protector on the upper screen and lower screen of the external pulse generator were damaged. The actual display screen when the generator was turned on was not damaged. The generator was returned for service. Additionally, it was requested that the generator receive its annual test and calibration. No patient complications have been reported as a result of this event. It was further reported that the external pulse generator subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the liquid crystal display lens was broken and it was therefore replaced. Analysis also found that the upper case was dented, affecting the keyboard position, that the lower case was broken, that the side bail covers, battery drawer o-ring and battery drawer were contaminated, the battery contacts were compressed and the keyboard scratched. (B)(4).